Event description:
The site reported that the table's front translation chain broke while the table was in a vertical position with a patient onboard, allowing the table to contact the floor. There was no injury to the patient or operator reported. Due to the weight of the table, the concern is that a serious injury may result on an operator from a toe pinch if the incident were to recur.

Manufacturer narrative:
The ge field engineer (fe) found that the chain broke between the 4th and 5th link. The table was listing approximately 5 degrees towards the operator's side of the table. The tabletop was on the ground and the bearings were bent and were not contacting their respective bearing tracks on the rear side of the table. The table itself appeared to be resting on the tabletop in the vertical axis and the leaning against the base front bearing support member in the horizonal axis.